Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The operative report and discharge summary have been requested but have not been provided. Explant date remains unknown. Additional patient information is unavailable. Type of infection was confirmed by hospital risk management as staph epidermidis. Device return for evaluation is pending. Device was explanted due to endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Additional manufacturer narrative: edwards lifesciences received an FDA request for additional information on this report, dated (B)(4) 2011. Attached to this report, please find a detailed response to the requested additional information, in addition to findings from the received operative report. Edwards maintains sterilization controls and validation studies which are conducted in accordance with iso standards and meet global regulations assuring device safety. These validation studies demonstrate high effectivity and reliability, exceeding sterilization requirements. Overall, the investigation reveals nothing to indicate a quality deficiency during the manufacture of edwards' device, that may have contributed to this event.

Event description:
Reportedly, the sales representative received an email on (B)(6) 2011 from the hospital that a device was explanted after an implant duration of approximately 3 months due to an unexplainable infection. The hospital has confirmed that the reason for explant was endocarditis and the vegetation on the valve tested for gram-negative staph epidermidis.